Manufacturer narrative:
UDI and expiration date added. The conclusions are as follows: - the electrical characteristics of the returned pacemaker conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - correct, as well as, incorrect tightening marks were seen on the ventricular setscrew tip. - the most likely hypothesis is that the physician had partially engaged the setscrew at some points before inserting the lead or that he had not inserted the lead all the way in before tightening the setscrew inducing an incorrect lead connection issue and leading to the electrical issues observed. - based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, noise on ventricular chanel after device replacement.

Manufacturer narrative:
The conclusions are as follows: - the electrical characteristics of the returned pacemaker conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - correct, as well as, incorrect tightening marks were seen on the ventricular setscrew tip. - the most likely hypothesis is that the physician had partially engaged the setscrew at some points before inserting the lead or that he had not inserted the lead all the way in before tightening the setscrew inducing an incorrect lead connection issue and leading to the electrical issues observed. - based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report. The UDI is unknown as of today. Once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, noise on ventricular chanel after device replacement.